Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator in association with this transvenous right atrial lead exhibited greater than 2,000 pace impedance. Troubleshooting was to be done, including chest x-ray that could check for a connection issue or other. There were no reported adverse patient effects or surgical intervention known to date.

Manufacturer narrative:
A save-to-disk analysis was subsequently done by boston scientific. It was concluded given the high impedances and noise seen on the ra channel, that there was most likely a mechanical contact issue within the lead or in the lead to header interface. Most recently, this lead was explanted due to the noise issue. The physician noted a variance in pace threshold from 2.0 to 5.0 volts and pace impedance variance from 500 to greater than 2000 ohms. The physician thought there was an issue with proximal portion of lead. No further information is expected.